Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate electric shocks due to myopotential noise. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. The plan is continuing to be monitored. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate electric shocks due to myopotential noise. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. The plan is continuing to be monitored. Subsequently a revision procedure was performed and the s-ICD system was relocated. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate electric shocks due to myopotential noise. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. The plan is continuing to be monitored. Subsequently a revision procedure was performed and the s-ICD system was relocated. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported. Additional information indicates that this s-ICD exhibited untreated episodes and programming options were recommended. Additional information received indicates that this s-ICD system delivered inappropriate electric shocks due to oversensing. Upon review, low amplitude was also noted. Troubleshooting efforts were performed and the plan will be reprogramming. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.